Manufacturer narrative:
The device was returned due to eri (elective replacement indicator). The battery voltage trend was reviewed and it has not yet reached eri. Longevity estimation was performed and found to be within expected longevity performance. The device functionality was evaluated and found to be normal in the laboratory.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the device was noted to be at eri and scheduled for device replacement. Prior to the replacement procedure, the device was noted to be above eri. The device was explanted and replaced. The patient is in stable condition following the procedure.